Event description:
2 rn's were in clients home attempting to access synchromed pump. First rn had called for help when she was unable to access pump. It was discovered through investigation and palpation, the synchromed had completely rotated in abdomen and back of pump was now facing out. Unable to access as septum had turned inward. Md notified, office visit set up for 10/7/97, to determine plan. Concerned about catheter twisting or kinking. Pump is able to rotate in abdomen on its own. With securing externally with hand, were able to do refill without difficulty once pump was turned over manually.